Event description:
Customer reported via phone call indicating air bubbles in infusion set. Customer's blood glucose was unknown. Customer also reported that insulin squirt during priming. Customer was advised that insulin pump could be replaced.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/no delivery test and displacement test. No prime fill anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window.